Event description:
The patient didn¿t like the feeling of the pump being in him and ¿it kind of hurts when he moves a certain way or bends and twists¿. The patient was planning to have it taken out just as soon as possible. The device system was used to deliver dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).